Event description:
It was reported that the device illuminated a service light and logged event codes in the memory. There was no pt use associated with the event. Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further eval of the removed therapy pcb found that the device had an intermittent failure that prevented it from delivering defibrillation therapy delivery when the service light was active.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the intermittent malfunction to be broken solder joints around the u6 ic chip pins 43-52 of the therapy pcb assembly.